Event description:
It was reported that the patient underwent a hip replacement on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown.